Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part at the product analysis center (pac) and observed that the device did not detect the patient through the pads/paddles. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device doesn't detect the patient through the pads/paddles. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The product analysis center (pac) technician determined that the cause of the reported issue was the impedance calibration not completed. The issue was resolved by completing the impedance calibration and clearing the codes. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device doesn't detect the patient through the pads/paddles. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.